Event description:
The account alleges the hand pendant is causing the head to run up on it's own. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.